Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted what appeared to be broken fragments of an ar-4005b-18 chondral dart. Based on the information provided which may include pictures, the event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 04/10/2025, it was reported by an arthrex subsidiary employee via email that an ar-4005b-18 chondral dart ruptured inside the patient. The case was completed with the placement of additional implants. No further details were provided. This occurred during an osteochondral flap fixation procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.